Event description:
It was reported the patient had "multiple" open circuits "out of nowhere." A supplemental report will be sent if any additional information is received.

Event description:
Any future additional information received on this event will be included in manufacturing report 3004209178-2013-04121.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).